Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding and that there was a black circle on the insulin pump. The customer explained that the insulin pump had stopped working even after inserting a new battery. The customer's blood glucose was 204 mg/dl. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased buttons dome switch. The insulin pump has minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.